Manufacturer narrative:
Follow-up # 1 date of submission 2/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 1/31/2017 with the following findings: a review of the pump¿s black box data history showed unexplained pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was cracked and there was corrosion in the compartment. A leak test was performed and failed due to a battery compartment leak. The pump¿s cover was removed and there was no moisture found on the printed circuit board (pcb) or internal components. The pump was exercised for 24 hours with the returned battery cap and there were no loss of power issues therefore the initial complaint about a power issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power to the pump. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.